Manufacturer narrative:
Evaluation summary: the screw-on extractor fell on the ground and the surgeon did not want to wait for the instrument to go through the autoclave cycle. Given the info provided, it can be concluded that the cone body fractured because the surgeon did not use the proper technique when removing it, incorrect use of this instrument. As returned, the tibial is fractured and the tapered portion exhibits significant damage at the fracture site likely caused by removal of the device. The lot number could not be read due to the damage therefore device history records could not be reviewed.

Event description:
It is reported that the screw-on zmr trial stern extractor fell on the floor during surgery. Instead of waiting for the piece to be autoclaved, the doctor decided to use a hook slap extractor to remove the cone body and taper stem. This caused the cone body trial to fracture.